Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. The rot cause of the iop rise was due to a post-op steroid response. MFR# reference: (B)(4). Please reference 2032546-2018-00131 for the left eye.

Event description:
Through follow-up, the following additional information was received. The primary cause for the iop increase (od) was due to a steroid response and was treated with medication (cosopt). The hypotony (os) was also treated with medication (atropine). According to the surgeon, the hypotony lasted 1-2 days and was likely caused by miostat intracameral injection, and then the iop increased in "high 20¿s". Reportedly, the brief hypotony caused the iris to plug one of the stents (os). An angioplasty (argon laser iridoplasty) was successfully performed to unplug the stent, and a reported choroidal detachment resolved. The patient prognosis was reported as ¿iop running in mid-10¿s¿ with continued used of medication (zioptan) in both eyes. This report references the patient''s right eye (od).

Manufacturer narrative:
Estimated based on the reported information. The devices are not available; therefore product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The instructions for use (IFU) indicate that the patients should be managed postoperatively for iop increase that may occur in the early postoperative period as a possible sequelae following cataract surgery in patients with glaucoma. MFR# reference: (B)(4). Please reference 2032546-2018-00131 for the second operative eye.

Event description:
It was reported that a patient underwent bilateral cataract plus trabecular micro-bypass stent system procedure two weeks apart. Approximately 1 week post-op, the patient presented with an iop ¿spike¿ in the first operative eye. Approximately 1 week post-op the patient had an iop of ¿2mm hg¿ in the second operative eye. The glaukos medical monitor consult was initiated and the surgeon indicated that they will contact the glaukos medical monitor following the patient's follow up appointment. Additional information has been requested. This report references the first operative eye.